Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 21.5 diopter intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2017. It was later explanted due to the patient's desire to have more of a myopic outcome. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was the same model, but a different, larger diopter of 23.5. Reportedly, there was no patient injury and the patient has no complications post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/18/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was cut at the center with viscoelastic residues; this condition is typically of an explanted lens. The reported complaint cannot be verified since the condition of the lens received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.